Event description:
Caller reported an issue with the pump display, causing difficulty in reading the screen and interaction problems. The customer experienced a low blood glucose (bg) level (2.9 mmol/l). The customer consumed carbohydrates to treat the bg. The customer reverted to an alternate method of insulin therapy.